Event description:
It was reported that the patient presented in clinic with ventricular noise erratic and intermittent, there were no other electrical anomalies. The patient was not reported to be symptomatic.

Manufacturer narrative:
(B)(4)